Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of: 169mg/dl on the customer's meter and 69mg/dl on the professional meter; 208mg/dl on customer's meter and 108mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.